Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture on the left ventricular (lv) lead. It was also noted that the lv lead was dislodged. The physician elected to program to deactivate the lv lead. The patient condition was stable.